Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be conclusively determined. (B)(4).

Event description:
During follow-up, noise was noted on the atrial channel. The device memory indicated three other noise episodes. No further action was taken. The patient is doing well.